Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing an insulin cartridge and tubing, the user experienced hyperglycemia on the ilet system, with a reported blood glucose of 211 mg/dl for a couple of hours despite no visible infusion set or tubing issues and successful fill tubing priming while disconnected; the user then replaced the contact detach 23-inch infusion set as part of troubleshooting and received education to monitor and call back if levels did not improve. Symptoms included hyperglycemia without associated symptoms. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included customer care troubleshooting and user-guided inspection of the infusion set and tubing with priming verification. Investigation of this case revealed no device malfunction observed during troubleshooting and an unclear cause of hyperglycemia following an infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.